Manufacturer narrative:
Gehc technical support recommended replacing the casters. No report of patient involvement.

Event description:
The hospital reported the rear casters are loose. There was no report of patient involvement.